Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump became stuck in fill tubing process. During troubleshooting, holding down a button and awaiting a series of beeps or numbers on the display did not yield a series of beeps or numbers on the display. Customer's latest blood glucose at time of the report was 120 mg/dl, but blood glucose at time of event was not recalled. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.